Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the right ventricular (rv) lead: a suspected fracture, high/undefined impedance and oversensing of noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.